Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts in the first distal row and 11th row that were bent and lifted. The bumper tip was damaged. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent fracture occurred. Vascular access was obtained via the femoral artery. A 4.00 x 24 synergy drug eluting stent was selected for use to treat the lesion. However, during advancement, the stent would not advanced through the catheter and one of the stent struts was fractured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent fracture occurred. Vascular access was obtained via the femoral artery. A 4.00 x 24 synergy¿ drug eluting stent was selected for use to treat the lesion. However, during advancement, the stent would not advanced through the catheter and one of the stent struts was fractured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.